Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Service engineer (se) evaluated the device at the customer site. Se concluded the device passed all functional testing successfully. No problems detected.

Event description:
Device user (du) reported that one hour into a perfusion the device displayed message code 300 (ascites pump never running). Du noted there was a build-up of volume under the liver in the bowl and the ascites pump was not running. The pump had been running previously. The device had entered 'low reservoir mode'. Du completed a stop start. Upon the device powering up, perfusion was restarted with a portal line externally semi clamped and gradually increased flow as volume returned to the portal reservoir. The portal flow was fully restored once volume returned to the reservoir.